Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2011 and mesh and avaulta solo were implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2011 and a mesh was implanted concurrently with urethrolysis. It was reported that patient underwent laparoscopic assisted vaginal hysterectomy due to pelvic pain, leiomyoma and 3rd degree prolapse on (B)(6) 2011 and laparoscopic lysis of adhesions due to intra-abdominal adhesions with abdominal pain on (B)(6) 2012. (B)(4).

Manufacturer narrative:
It was reported that the patient underwent gynecological procedure and mesh was implanted due to sui. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). The patient experienced pain, infection, recurrence, bleeding, dyspareunia, vaginal scarring and urinary problems. The patient underwent mesh removal on (B)(6) 2011. (B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.